Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent, inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 150-200 units of insulin, and the insulin gauge displayed 55 units. The customer's blood glucose level was 95 mg/dl. Although requested, the customer declined to reload the existing cartridge.